Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery cover screw breaking when installing the backup battery was confirmed via the submitted photos. The account submitted a photo of one of the screws used to secure the backup battery cover was damaged. The provided information the controller was exchanged. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided. To date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. A manufacturing analysis has been initiated to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to replace the backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the perfusion was installing the backup battery in the secondary pocket of the system controller and the screw on the back panel broke off. The team replaced the backup battery system controller with a new system controller.